Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. Two days after symptom onset, the patient was diagnosed with peritonitis and was hospitalized for the event and began treatment with ¿sefazol¿ (cefazolin), 2 times a day, 500 mg in each use; ceftazidime, 1 gram, once a day (routes of administration were not reported). Two weeks later, ¿sefazol¿ and ceftazidime therapies were discontinued. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 1000 mg, once a day (route of administration was not reported). Eight days after being admitted, the patient was discharged from the hospital. The following day, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, physioneal therapy was ongoing. No additional information is available.